Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also noted that the implantable pulse generator (ipg) was exhibiting loss of capture. The ipg remains in use. No further patient complications have been reported as a result of this event.